Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and motor drive testing were performed. The customer's reported problem was not duplicated. Service's replaced the optic switch as a preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "error 1871.". It was reported that there was no patient involvement.